Event description:
The pt experienced a shocking or jolting sensation when he turned his device on. There was no known accident or incident related to the event. The pt was a home. The pt was encouraged to contact his healthcare professional. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4)